Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, unstable and low impedance, oversensing and increased short interval counts (sic). The lead also contains a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered on 2011(B)(6) for short interval counts (sic) greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, indicated pacing capture threshold in the rv (right ventricle) was elevated, and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv capture threshold measured greater than 2.5v in 2015 (B)(6). Beginning 2015 (B)(6), 3297 ventricular sic; no episodes available to verify lead noise oversensing and inappropriate shocks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.   (B)(4).